Manufacturer narrative:
(B)(4). The device has been received but not yet evaluated. When additional information is received a supplemental report will be submitted.

Event description:
It was reported during unilateral thoracoscopic maze case, the magnet did not fall off the device but the plastic part holding the magnet got destroyed with sharp edge. The procedure was prolonged five minutes and was completed using the same device. The patients outcome was not affected.

Manufacturer narrative:
Complaint number: (B)(4). The device was received and sent to atricure engineering for analysis. The complaint was confirmed. The magnet cap is beginning to fail. Magnet is being partially retained by the magnet cap.